Event description:
It was reported that the patient experienced an inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was repositioned and remains implanted. The patient was doing well postoperatively.